Manufacturer narrative:
The patient was unsure of the com1 unit and whether the treatments were performed using machine with lower module serial number (B)(6) or lower module serial number (B)(6).

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the upper abdomen and lower abdomen on (B)(6) 2022 and (B)(6) 2022 with cooladvantage coolcore then developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah/ph) by medical professional.

Manufacturer narrative:
Correction to g3 - date received by mfg of previously submitted emdr (emdr-11114): 10/09/2023.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper and lower abdomen on (B)(6) 2022 using the cooladvantage coolcore system applicators, who was diagnosed with paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated abdomen on (B)(6) 2022, (B)(6) 2022 with coolsculpting cooladvantage coolcore developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2022 with paradoxical adipose hyperplasia (pah/ph) by medical professional.